Manufacturer narrative:
The biomedical engineer (bme) reported that there are 8 zm-541pa transmitters that are experiencing signal loss. They believe that the transmitters are ok but that the recently upgraded antenna system might be the cause of the signal loss. No patient harm reported. Notes on the issue: 17th floor - antenna expansion done, but signal loss issues occurred afterward. 8th floor and 9th floor affected with intermittent signal loss. Transmitters tested on a simulator work fine. When connected to a cns, they have signal loss. They were told that there may be a potential clash with mindray and nk transmitters. Multiple patient receiver model: ni sn: ni telemetry transmitter - 8 telemetry transmitters model: zm-541pa, sn: ni.

Event description:
The biomedical engineer (bme) reported reported that there are 8 zm-541pa transmitters that are experiencing signal loss. They believe that the transmitters are ok but that the recently upgraded antenna system might be the cause of the signal loss. No patient harm reported. Notes on the issue: 17th floor - antenna expansion done, but signal loss issues occurred afterward. 8th floor and 9th floor affected with intermittent signal loss. Transmitters tested on a simulator work fine. When connected to a cns, they have signal loss. They were told that there may be a potential clash with mindray and nk transmitters.